Event description:
It was reported that during an atrial fibrillation (afib) procedure, after irrigated ablation of right pulmonary vein's (rpv), the catheter had "significant amounts of char on it". The case was continued with the catheter. Additionally, when the catheter was removed and the sheath was aspirated a piece of the char from the catheter was found in the sheath. The generator setting was in power control mode and 30w/25 ml anterior wall and 25w/17ml posterior wall. The ablation delivered at the same site was 10-20 second. The case was completed without any patient consequence.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on (10/8/2014) . The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4)

Manufacturer narrative:
(B)(4) it was reported that during ablation the catheter had "significant amounts of char on it". The case was continued with the catheter. Additionally, when the catheter was removed and the sheath was aspirated a piece of the char from the catheter was found in the sheath the returned device was visually inspected upon receipt and it was found in normal conditions. No char was observed. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. In addition, an irrigation test was performed and catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint cannot be confirmed.

Manufacturer narrative:
(B)(4).